Event description:
The nurse informed the product specialist for trauma, that the threads on the screw were damaged. She noticed the damage when she opened the packet of the screw in surgery. The screw was not implanted.

Event description:
The nurse informed the product specialist for trauma, that the threads on the screw were damaged. She noticed the damage when she opened the packet of the screw in surgery. The screw was not implanted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report. The incident was not confirmed. Investigation revealed no discrepancies in material of manufacturing. A review of the DHR revealed no discrepancies. The tips of the thread very probably were damaged during insertion by misalignment with end cap and nail where the screw was to be inserted (typical appearance of cross threading). Blood residuals found on the protection foam in the blister packaging suggests that the end cap had been in surgical use. Lot code information on the bottom label of